Manufacturer narrative:
Physio-control is continuing to investigate the reported incident.

Event description:
The customer reported that the device is displaying the service wrench indicator. The reported problem was found during normal device inspection.